Event description:
This senior medical surveillance specialist spoke with the patient/layperson regarding the 2009 allegation that her one touch ultra meter results were inaccurately high. Results are in correct unit of measure, mg/dl. Reportedly, the patient obtained 165 in 2009 before bed (not in the morning as she initially reported). Concerned that her blood glucose was elevated, the patient took her evening dose of 10 mg of glipizide. If blood glucose in the evening is less than 130, the patient does not take the medication. Less than 10 minutes later, the patient tested on her back up bionime meter, result 122. Soon after the patient felt shaky and retested with her ultra, results 152, 191 and 146. The patient drank apple juice that relieved her symptoms. Because the patient alleged that she had taken evening glipizide based on an inaccurately elevated blood glucose result and then developed low symptoms, the complaint is reported. The cca replaced the meter and test strips.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in supplemental report.